Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the peeling adhesive was due to stress of repeated use, external factors, or handling caused the defect. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. Pinholes were discovered in the curved rubber section, compromising watertightness. Scratches were noted on the tip body, the operational part, the switch box, the control knob, the universal cord, and the angle fixing knob. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus evis lucera duodenovideoscope due to a pinhole in the bending sheath. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the adhesive on the distal end was peeling and forming a gap. This report is being submitted to capture the peeling adhesive found during the device evaluation.